Event description:
Additional information received reported that the event was due to normal battery depletion. It was noted that hospitalization was not required due to the event.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v786287, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was unable to adjust stimulation, saw the ¿call your doctor¿ icon, and a por (power on reset) condition. It was noted that the por with a triangle in the upper left hand corner showed up on the screen yesterday. The patient requested compatibility guidelines for a tens or other external stimulation, as the patient would be about 4 inches away from the device when she would be using the tens unit. Additional information has been requested, and when available, a supplemental report will be submitted.